Event description:
Boston scientific received information that after a recent avn ablation procedure, this right ventricular lead was noted to have lost capture due to high thresholds along with pacing impedances greater than 2000 ohms. It was suspected that during the ablation procedure, rf spiraled down the lead and ablated the tissue to lead interface. No asystole or adverse patient effects were noted due to the issue.

Manufacturer narrative:
The physician reprogrammed the lead to the lowest output to conserve longevity, and will be assessed at the next follow up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.